Event description:
Report received of an undocumented number of undocumented incidents of tubing leakage during infusion of chemotherapy (taxol). After an unspecified length of time, an unspecified amount of fluid was noted to have leaked at the lower y-site piggyback port. Reportedly, in all instances, fluid contacted the pt's skin and clothes. The pt's skin was washed with soap and water. There was no reported redness or irritation to the pt's skin. The tubing sets were not changed as the nurses indicated that there would be more fluid loss in priming a replacement tubing set. According to the customer contact, nurses "wrapped around" a gauze at the leaking lower y-site. There was a "maximum 10-minute" delay in therapy. There was no reported missed dose. There was no reported adverse pt sequelae. Though requested, no additional info was available.